Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Consumer states they have changed the brakes 3 times, one time it broke the very next day. Consumer is currently waiting for the provider to come change the brakes again.